Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The screwdriver 3.5 t15 (part # 314.115, lot # 6254291, mfg # 02-nov-2009) was received at us cq with no visual defects found. There were no signs of staining on the device. The peel pack was not returned. No pictures showing the staining were returned. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. Document/specification review: drawing(s) was reviewed; no issues . Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H4 device history review part # 314.115, synthes lot # 6254291, supplier lot # na, release to warehouse date: 02 nov 2009, manufactured by synthes brandywine, no ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, the screwdrivers left a stain in the peel pack after sterilization. No further information provided. This report is for one (1) stardrive(tm) screwdriver t15. This is report 2 of 2 for (B)(4).